Event description:
Consumer reported upon removal of a tampon it fell apart leaving a piece of pledget inside of her vaginal cavity. She manually removed the remaining pledget piece. She did not seek medical attention and she did not experience any adverse health effects.

Manufacturer narrative:
Consumer combined her product together from two packages and was unsure which package the tampon came from. She provided a manufacturer lot code from one of the possible packages, nn211513a, but did not have the code from the other possible package. Records for the lot code nn211513a demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. For the other possible package, since a manufacturer lot code was not provided, with no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.